Event description:
The customer reported that the cine function was not operating. A loss of cine, subtraction, road-mapping, or other critical vascular functions could result in delay of an interventional procedure. There is no report of injury or death with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cine drive was formatted during the service call. The system was tested and found to be working as intended and put back into service.